Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple auto-mode switch episodes due to atrial noise were observed. The noise was reproduced through isometric exercises. The patient complained of minor chest discomfort due to a high heart rate. The device was reprogrammed. The patient was discharged and will continue to be monitored via remote transmission.